Event description:
Mother of (B)(6) male, reported patient experiencing elevated blood glucose of "hi" on blood glucose meter (generally >30 mmol/540 mg/dl). Mother stated that he felt anxious and agitated as a result of the elevated blood glucose. She indicated that patient had experienced the infusion set tubing "falling off." Mother stated that she was uncertain of the cause for the elevated blood glucose. When patient experienced elevated blood glucose, he changed his infusion set and insulin cartridge. No medical assistance was required. Infusion sets were discarded and therefore not requested to be returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.